Manufacturer narrative:
The investigation determined that a vitros ahcv result was likely obtained from the unintended tube/cup position when processed using a vitros 3600 system. The investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 3600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 3600 immunodiagnostic system. A vitros ahcv (B)(6) was obtained and may not be the correct result for the intended sample. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. At the time of this report, the customer has been notified of this event. Ortho will be following up with the customer to determine any action the customer may take based on knowledge of this event. An amended report will be issued as necessary. (B)(4).

Manufacturer narrative:
Ortho had the final contact with the customer on 12 may 2016, however, no additional information was provided that would change the initial outcome of the investigation. It is assumed the result in question was appropriate. There were no allegations of harm.